Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 57-year-old female in for ep ablation was implanted with an impella cp device for mechanical circulatory support. The patient exhibited limb ischemia after removal of the impella device. Contralateral access was obtained and a balloon was deployed. The ischemia partly improved, however, a femoral dissection was found and required a vascular surgery consult.

Manufacturer narrative:
The investigation into the reported limb ischemia and vascular dissection has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. As per clinical review, thrombus was suspected when patient had ischemia upon explant and perclose was pinching the artery. The cause of the limb ischemia issue was most likely due to thrombus based on clinical review. The cause of the vascular damage issue was most likely use related due to perclose device pinching the artery and unrelated to impella. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿